Event description:
It was reported that the patient was presented in the emergency room. It was noted that the right ventricular (rv) lead or the right atrial (ra) lead was micro-dislodged. Both ra and rv leads were explanted and replaced on (B)(6) 2025. The patient's condition was unknown.

Event description:
New information indicates that the rv lead and ra lead exhibited high capture threshold. Chest x-ray was performed to confirm the dislodgement. The patient was in stable condition.